Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007, an ovatio device (sn: (B)(4)) was implanted with an isoline lead (sn: (B)(4)). On (B)(6) 2013, the ovatio was replaced with the subject device. During a follow-up on (B)(6) 2013, the physician observed noise sensing and emi. On (B)(6) 2014, he replaced the subject device and the isoline lead (sn: (B)(4)) was abandoned. Ovatio and isoline device are also investigated by sorin. Files analysis identified a lead issue which was visible from episodes recorded in device memory from (B)(6) 2013.

Event description:
On (b()6) 2007, an ovatio device (sn: (B)(4)) was implanted with an isoline lead (sn: (B)(4)). On (B)(6) 2013, the ovatio was replaced with the subject device. During a follow-up on (B)(6) 2013, the physician observed noise sensing and emi. On (B)(6) 2014, he replaced the subject device and the isoline lead (sn: (B)(4)) was abandoned. Ovatio and isoline device are also investigated by sorin. Files analysis identified a lead issue which was visible from episodes recorded in device memory from (B)(6) 2013.

Event description:
On (B)(6) 2007, an ovatio device (sn: (B)(4)) was implanted with an isoline lead (sn: (B)(4)). On (B)(6) 2013, the ovatio was replaced with the subject device. During a follow-up on (B)(6) 2013, the physician observed noise sensing and emi. On (B)(6) 2014, he replaced the subject device and the isoline lead (sn: (B)(4)) was abandoned. Ovatio and isoline device are also investigated by sorin. Files analysis identified a lead issue which was visible from episodes recorded in device memory from (B)(6) 2013.